Event description:
It was reported that during an unknown procedure, the device misfired. The case was completed with another device of the same product code. There were no patient consequences reported. No additional information is available per customer.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and one conforming clip and one clip with gap was fed. In addition, the device locked out as intended. No conclusion could be reach as to what may have caused the clip malformation.